Manufacturer narrative:
A ge service rep performed an on site investigation. The movement potentiometer was replaced and the table was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had a motion failure error message during a case. No pt injury was reported.